Event description:
The service repair technician reported that during preventative maintenance (pm) of the device, the encoder wheel was contaminated with bearing fluid. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.